Event description:
Device returned for repair with report of leaking oil from device. No patient impact reported. Repair request escalated to complaint due to return in less than 3 months from purchase or repair. In addition to this information, it was reported that "during an elective craniotomy procedure, the motor leaked fluid from the nose of the motor. When the surgeon started making bur holes, prior to making the opening, oil squirted onto the skull. The location was cleaned with saline and antibiotics prior to performing the procedure with another motor." Additional information confirms there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the motor had excessive nose flow/air leak past the front motor seal. It was also noted that the motor ran noisy, the front motor bearing was unloaded, and there was some discoloration of internal components. The motor may have been soaked in cleaning solution for an extended period. The instruction manual cleaning directions state, "caution, do not soak medtronic midas rex legend equipment." In addition the manual states, "do not use the legend system if motor is leaking lubricant at motor collet/attachment." These findings may have contributed to the user's experience. We will continue to track and trend this complaint type.